Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high with moderate ketone levels resulting in diabetic ketoacidosis; cause was not known. Customer was initially hospitalized for a non-diabetic related condition and was transferred within the hospital. Customer was treated with saline and insulin fluids resolving the issue. The treatment resolved the adverse event, and the customer did not sustain any permanent damage. Customer has not been released from the hospital at the time of event due to a non-diabetes related condition. At the time of the event, no issues were observed with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.